Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of shortness of breath, lightheadedness, fatigue, decreased appetite and vomiting. Upon admission the patient¿s hemoglobin 4.7 g/dl (hgb) and hematocrit 15.6 % (hct). The patient was transfused with 2 units of packed red blood cells (prbc). The patient¿s hgb and hct remained low therefore the patient was transfused with 2 additional units of prbc on (B)(6) 2018. Coumadin was held on admission. The patient became hypotensive with doppler pressures in the 50s and blood pressure medications were placed on hold. A colonoscopy and esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018. The patient received an additional 1-unit prbc. No source of bleeding was identified. The patient reported dark stools however hgb and hct remained stable following testing. The patient was discharged home on (B)(6) 2018 with hgb at 8.2 g/dl and hct at 26.3 %. Coumadin was resumed. Anticoagulant at the time of event were warfarin. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.